Event description:
Discordant high results for anti-rubella igm (rubm) were obtained on an advia centaur instrument. The customer was running a comparison between two advia centaur instruments. High results were obtained on the first instrument while the results of the second were very low. The customer repeated the same samples on the first instrument and received low results. The samples were run solely for quality comparison of the instruments and the results were not reported out. There are no known reports of patient intervention or adverse health consequences due to the discordant high rubm results.

Manufacturer narrative:
The cause of the discordant rubm result is unknown. No further information is available at this time.